Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has noticed an obvious decline in volume since (B)(6) 2011, as well as the guardians reported poor response to sound. History of head trauma has been denied by the guardians and problems of outer devices have been excluded. Testing shows that the device has malfunctioned.